Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 modular cable being warmer than expected was not confirmed. The heartmate 3 modular cable (lot #: 6805541) was not returned for analysis and no log files were submitted for review. Multiple good faith efforts were sent asking if any log files were available, if the reported event has reoccurred, and if any products would be retuning; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot #: 6805541) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient called with complaint that modular cable connection got hot and the heat resolved after an hour. The patient was watching tv when this was observed. No heating pad or blanket was being used.